Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that placed a new battery in pump but the pump could not be started. The customer's blood glucose level was 19 mmol/l. The customer reported that tried multiple batteries. They also stated that battery cap was ok. Customer stated they felt stressed due to the noises from the insulin pump. The insulin pump will be returned for analysis.